Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-dec-2018 with the following findings: during investigation, the black box showed no evidence of voltage fluctuation. The battery compartment and cap were undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly and all currents reading were within specification and there was , no overheating or any alarms during the investigation. Unable to duplicate ¿temperature¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the power printed circuit board.